Event description:
The hospital physician reported that the internal paddles failed to discharge. A second set of internal paddles were used on the pt. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.